Event description:
The consumer reported that after charging her implantable neurostimulator (ins), she felt a deep muscle ache and every once in a while would feel an undesired electrical stimulus sensation. It was also reported that it would get really tender at the patient's ins location. The device still worked but the symptoms had gotten worse. This event occurred on the day prior to the report. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.